Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unit also received with severely cracked case on lcd display window, and cracked lcd display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks around the display window. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.